Event description:
The distributor reported on behalf of their customer that the aes-50s, aes 50 deg probe with suction, was being used during a knee arthroscopy procedure on (B)(6) 2022 when it was reported, ¿when performing ablation with normal level of intra-articular temperature 32 degree celsius we discovered that the tip of the probe is entirely separated from the probe.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed without any delay. Further assessment questioning found that the component had fallen into the surgical site and was removed with forceps. The reporter states that the current status of the patient is ¿very good¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Examinations of the returned used device, item aes-50s confirm the reported problem and found probe electrode detached from the probe tip. Detached electrode was not returned for evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 24 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised to always maintain the active probe tip in the field of view. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the aes-50s, aes 50 deg probe with suction, was being used during a knee arthroscopy procedure on 1aug22 when it was reported, ¿when performing ablation with normal level of intra-articular temperature 32 degree celsius we discovered that the tip of the probe is entirely separated from the probe.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was reported as being completed without any delay. Further assessment questioning found that the component had fallen into the surgical site and was removed with forceps. The reporter states that the current status of the patient is ¿very good¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.